Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator alarmed with battery failed occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
Updated .